Event description:
The customer's mother called for assistance setting up the customer's insulin pump. The customer was hospitalized for a kidney transplant and had not been on the insulin pump since being hospitalized. The mother also stated that the customer's blood glucose levels have been running low since the kidney transplant. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.